Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During an anterior hip procedure the broach handle broke, had to use another type of broach handle.

Manufacturer narrative:
Reported event: an event regarding a fracture involving a left - nav compatible dual-offset accolade rasp handle was reported. The event was confirmed by the returned device. -device evaluation and results: a material analysis has been performed. A material analysis has been performed. The report concluded: "the spring component fractured through the bowed region due to an overload. The direction of fracture propagation was consistent with the direction of spring deflection during loading. The eds spectrum and material hardness were consistent with the custom 455 stainless steel alloy heat treated to the h900 condition. No material or manufacturing defects were observed on the fractured spring. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no or similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the event was due to an overload condition. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
During an anterior hip procedure the broach handle broke, had to use another type of broach handle.